Manufacturer narrative:
The device was returned to olympus for initial evaluation. The evaluation confirmed the complaint for blade moving out of place. The nose cone of the blade device was able to rotate in the locked position due to a broken gear inside the nose cone housing. There was no damage or abnormality observed with the blade portion of the device. Further cause analysis for the broken gear is ongoing. This report will be updated when additional information is received. The owner¿s manual for the diego elite system, to which the blade device belongs, states that if the blade or burr does not rotate properly, ¿verify proper blade/burr engagement¿ and/or ¿replace the blade/burr¿. The owner¿s manual also states, ¿always inspect the system accessories for damage prior to use¿, and in the event of a problem, ¿remove the blade from the operative site and inspect both it and the other equipment for damage.¿

Event description:
1 of 2. Olympus was informed that during a sinus surgical procedure, the blade kept moving out of place. The device was in the nasal cavity at the time of the event. There was no reported patient injury. The procedure was completed using another blade of the same model.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer (OEM). The OEM performed a review of the device history record (DHR) and found no anomalies during the manufacturing of the subject device and lot number.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information regarding the device evaluation results. OEM (original equipment manufacturer) determined that one likely contributor to the failure may be that when the nosecone is turned and there isn¿t sufficient lubrication where it contacts the o-rings on the hub, the large nosecone gear and two smaller gears can grind, which causes damage to the weakest smaller gear. OEM manufacturing has made changes to the blade assembly process for all rotatable window blades (which includes this model), where the process requires the assemblers to soak the o-rings in lubrication before assembly. This has been shown to improve the ease of rotation, and the subsequent grinding of the gears, which was the cause of the damage in these cases. This new assembly process has been in place since late 2017 and although this action is not expected to eliminate all failures, it should reduce the frequency of failures.